Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 375cc saline breast implant, catalog # 3501660, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 375cc and experienced deflation on the left breast implant with capsular contracture (baker grade unknown). The patient also experienced capsular contracture with baker grade IV on the right breast implant; the right implant was also noted to be calcified. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline implants, catalog # 3501640, s/ns (B)(4) on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-05647 for contralateral prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a 73 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 375cc and experienced deflation on the left breast implant with capsular contracture (baker grade unknown). The patient also experienced capsular contracture with baker grade IV on the right breast implant; the right implant was also noted to be calcified. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline implants, catalog # 3501640, s/ns (B)(4) (l) and (B)(4) (r). On (B)(6)2018. This is for the left side implant, see manufacturer report number 1645337-2018-05647 for contralateral prosthesis. The device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect and extended to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).